Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos module with drive pcb. In addition, our technician confirmed that the down pulley wire stretched, the up pulley wire stretched, the left pulley wire stretched, the right pulley wire stretched, the pcb for cmos drive malfunction, the angulation down angulation increase, the angulation right angulation increase, and the angulation up angulation increase; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).